Event description:
The lay user/pt contacted lifescan in february 2006 and alleged that her one touch ultra meter was reading inaccurately high. In february 2006 at 10:30 pm, the pt had tested on the subject meter and received a result of 464 mg/dl. She was not experiencing any symptoms at the time of testing. However, she felt "unsafe" regarding the high result and repeated the tests twice with results of 420 mg/dl, and 443 mg/dl. Based on the high results and her sliding scale (I unit per 20 mg/dl at a result greater than 100 mg/dl), she took 15 units of novorapid and 10 units of semilente (set amount). At 2:00 am following morning, she felt hypoglycemic symptoms (sweaty). However, she did not attempt to test her blood glucose at this time. She drank some apple juice. After that, she felt sleepy and more "hypo" and so she drank some more apple juice. At 4:30 am (2 1/2 hours later), she tested her blood glucose level on another meter with a result of 53 mg/dl. She did not test on the subject meter at this time. However, at 9:30 am, she tested on the reported one touch ultra meter and obtained a result of 59 mg/dl. She was feeling tired and exhausted at this time. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the pt did not have control solution and therefore, a quality control check could not be performed. The patient also informed lfs that she has "gastric emptying disease". A replacement meter was sent to the lay user/patient.